Manufacturer narrative:
(B)(4). The contaminant products: soundstar, model# m-5723-05, lot# s1410192; lasso nav eco, model# d-1349-04-s, lot# 16088471l; lasso nav variable eco, model# d-1343-01-s, lot# 17010216l; carto 3, model# fg-5400-00m, serial # (B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that during an atrial fibrillation (afib) procedure, the blood pressure dropped when right pulmonary vein (rpv) isolation after left pulmonary vein (lpv) isolation. The cardiac tamponade was confirmed when effusion was checked by the sound star catheter. Pericardial effusion was around the inferior wall of right ventricle. The procedure was aborted then pericardial drainage was performed. After then, the patient was stable and the procedure was completed. During the procedure, the contact force value of the first smart touch catheter was not displayed ¿hi¿ or ¿n/a¿ just starting left pulmonary vein (lpv) isolation after cavotricuspid isthmus (cti) ablation. Zeroing was conducted and the cable was changed but the issue continued. The issue was resolved by changing the catheter. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and the thermocouple test failed. Further examination revealed that the thermocouple had an intermittence problem inside the dome due to this condition force test cannot be performed. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. Finally, the catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed in the temperature test, however the root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the blood pressure dropped when right pulmonary vein (rpv) isolation after left pulmonary vein (lpv) isolation. The cardiac tamponade was confirmed when effusion was checked by the sound star catheter. Pericardial effusion was around the inferior wall of right ventricle. The procedure was aborted then pericardial drainage was performed. After then, the patient was stable and the procedure was completed. During the procedure, the contact force value of the first smart touch catheter was not displayed ¿hi¿ or ¿n/a¿ just starting left pulmonary vein (lpv) isolation after cavotricuspid isthmus (cti) ablation. Zeroing was conducted and the cable was changed but the issue continued. The issue was resolved by changing the catheter. The physician commented that the cause of the event might have occurred due to another diagnostic catheter (product detail information was unknown) placed at right ventricular. No anomalies were found on bw products before inserting catheters or during the procedure.